Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that prior to a breast biopsy procedure, due to frequent error, the doctor couldn't complete breast biopsy case. There was no patient consequence.